Event description:
It was reported during use the bd vacutainer® boric acid sodium borate/formate c&s urine tube experienced underfill or low draw. This event occurred 40 times. The following information was provided by the initial reporter: the customer stated ¿tubes fill only half of required."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-14. H.6. Investigation summary: bd received 12 customer samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of ¿underfilling¿ with the incident lot was not observed as the ten (10) tested samples met the required specifications. Water fill testing was conducted on 10 customer samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA) 260774. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® boric acid sodium borate/formate c&s urine tube experienced underfill or low draw. This event occurred 40 times. The following information was provided by the initial reporter: the customer stated ¿tubes fill only half of required ¿